Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged developed a thyroid lump. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged developed a thyroid lump while using the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that minor dust/dirt contamination on top and bottom enclosure, ui panel, rear panel, control dial, accessory flip door, sd cover flip door, blower, blower box, p4 power connector. And also identified hair like substances inside the rear panel. A contaminate consistent with keratin was observed on the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in air path and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.